Event description:
It was reported that the patient currently has high levels of cobalt and his chromium levels are within range. Patient states that he has had blood work and MRI done.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as abgii modular neck. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): device implanted.

Manufacturer narrative:
An event regarding high cobalt levels involving an unknown abgii modular device was reported. The event was confirmed. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported high cobalt levels is considered to be under the scope of this recall. No further investigation is required.

Event description:
It was reported that the patient currently has high levels of cobalt and his chromium levels are within range. Patient states that he has had blood work and MRI done.